Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self-test and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they kept getting power error detected alarms on the insulin pump. They had already performed troubleshooting as well as the 10-minute insulin pump rest. The customer¿s blood glucose during the incident was unknown. They had previously called to report a power error detected alarm. It was reported that the alarm recurred within a week of troubleshooting the previous occurrence. The device was returned for analysis.